Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) eroded in the bulbous urethra few months ago, and previous surgery removed only the cuff but left the balloon and the pump in the patient. The erosion was discovered because the patient presented recurring incontinence and hematuria. The physician does not believe that the device caused the erosion. Upon revision surgery, a second balloon was found. The physician stated that he was not sure why there was another balloon in the patient. Everything was removed and a new aus was implanted with no further patient complications.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) eroded in the bulbous urethra few months ago, and previous surgery removed only the cuff but left the balloon and the pump in the patient. The erosion was discovered because the patient presented recurring incontinence and hematuria. The physician does not believe that the device caused the erosion. Upon revision surgery, a second balloon was found. The physician stated that he was not sure why there was another balloon in the patient. Everything was removed and a new aus was implanted with no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.